Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)/severe bleeding during menstrual cycle") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general),") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), alopecia ("hair loss") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, anxiety, depression, vaginal haemorrhage, alopecia and complication of device removal outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hair loss, she didn¿t went any essure confirmation test and complications from essure removal procedure were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, patient information were added. Product explanted date and indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)/severe bleeding during menstrual cycle') in a 37-year-old female patient who had essure (batch no. B21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's medical history included endometriosis of uterus, polymenorrhoea, gestational diabetes mellitus and grand multiparity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, anxiety, depression, vaginal haemorrhage, alopecia and complication of device removal outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: b21572 manufacture date: 2013-04 expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)/severe bleeding during menstrual cycle') in a 37-year-old female patient who had essure (batch no. B21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's medical history included endometriosis of uterus, polymenorrhoea, gestational diabetes mellitus and grand multiparity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, genital haemorrhage, anxiety, depression, vaginal haemorrhage, alopecia and complication of device removal outcome was unknown. The reporter considered alopecia, anxiety, complication of device removal, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received lot number was added. Reporter information, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.